Manufacturer narrative:
The svc tech took a sample of the substance from the device and it was sent out for testing. An investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the product was leaking oil during a foot procedure. The procedure was completed with a backup device. There were no adverse consequences reported.